Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The device history record review revealed nothing relevant to the event. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. Device expected but not yet returned.

Event description:
It was reported that a flipcutter was drilled into the femur and flipped into place and retrodrilled. When the surgeon went to un-flip it, it would not do so but remained in the flipped position. They attempted to un-flip it with a probe but could not. The surgeon had to drill a complete new tunnel (surgical intervention) into the femur to remove the device. They used an extended button (ar-1589rt) in the femur. Another flipcutter was drilled into the tibia, flipped and retrodrilled and when they went to remove it, it would not stay in the un-flipped position. The surgeon drilled a full tibia tunnel to remove the device and used 14mm round button ar-1588tb-1. Acl case.. Follow-up investigation: patient bone quality was moderately hard. A larger skin incision was needed to release the soft tissue between the lateral femoral cortex and the button. The extra tunnels used to remove the flipcutter were used to complete the case. A larger button was used on both the femur and tibia for fixation. Ar-1589rt was used on the femur and ar-1588tb-1 was used on the tibia.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. This is a follow-up submission to reflect the evaluation findings. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. One returned device's cutter tip is stuck in the flipping position and does not actuate when the button hub is depressed. Evaluation revealed that the distal tip of the actuator tube is bent inwards pinching the cutter tip. Furthermore, the shaft is bent, and the inner shaft broke away from the cutter pin. The actuator tube broke away from the adapter tube. It broke at the welded area. The cutter tip and the shaft have various dents and deep scratches. The second returned device's cutter tip does not lock in the straight position when the button hub is depressed. Evaluation revealed that the actuator tube broke away from the adapter tube causing the device to lock in the straight position. It broke at the welded area. Both devices' cutter tips are dented and the shafts have scratches along with deep tool marks. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was reported that a flipcutter was drilled into the femur and flipped into place and retrodrilled. When the surgeon went to un-flip it, it would not do so but remained in the flipped position. They attempted to un-flip it with a probe but could not. The surgeon had to drill a complete new tunnel (surgical intervention) into the femur to remove the device. They used an extended button (ar-1589rt) in the femur. Another flipcutter was drilled into the tibia, flipped and retrodrilled and when they went to remove it, it would not stay in the un-flipped position. The surgeon drilled a full tibia tunnel to remove the device and used 14mm round button ar-1588tb-1. Acl case. Follow-up investigation: patient bone quality was moderately hard. A larger skin incision was needed to release the soft tissue between the lateral femoral cortex and the button. The extra tunnels used to remove the flipcutter were used to complete the case. A larger button was used on both the femur and tibia for fixation. Ar-1589rt was used on the femur and ar-1588tb-1 was used on the tibia.